Event description:
Additional information was received from a healthcare provider who reported the catheter was found to have fractured tubing in the soft tissue of the low back. It was a successful replacement of the new intrathecal catheter. The new tip of the catheter was placed at t10. The patient's medical history included lumbosacral pathology status post instrumented fusion l4-s1, and chronic pain syndrome. The patient was most recently status post trans psoas )ptp) lateral lumbar interbody fusion (llif) l4-5 with revision posterior instrumentation l4-s1 through mis technique 2022-jun-30.the patient presented in a delayed fashion with swelling of the right low back on the right side. Diagnostic imaging revealed a fluid collection dorsal to the fascia in close proximity to the intrathecal catheter as it coursed through the low back. The diagnostic options that were reviewed with the patient included seroma, pseudomeningocele from the back, or fracture of the catheter with fluid from the pump/csf. The patient hadfailed nonoperative strategies. Given the presence of continue symptoms and failure to improve with nonoperative strategies he was offered surgical intervention. The hcp told the patient it could be from a pump failure or from the thecal sac itself. The patient needed to have a pump study including injection of the side port for opacification of the pump tubing with fluoroscopy. The patient's symptoms included worsening pain and need for further surgery. The access needle kit was advanced into the side port and using a small syringe csf was aspirated. Intrathecal contrast was then mixed with the csf and injected through the side port with x-ray obtained. Opacification of the intrathecal catheter was demonstrated as it coursed from the pump around the back and to the intrathecal space. A myelogram was obtained. The fluoroscopic unit was brought to the lateral projection to see if there was pooling of contrast in the back. That was done several times and no pooling of contrast was seen. The needle was removed. The catheter was still thought to likely be the culprit and therefore the patient was positioned in a left lateral position with the right side up for posterior lumbar exploration and possible pump revision. Access into the patient's pseudomeningocele cavity was obtained. There was a small amount of fluid that was aspirated and sent to gram stain and culture. Additional tissue and swabs were also sent. The side port was again accessed using fluoroscopy and aspirated through a small syringe to see if there would be air bubbles and as expected there were significant air bubbles upon aspiration confirming the catheter had fractured. The patient's weight was provided. The replacement device resolved the issue. The pump was temporarily explanted and placed on the back table. The catheter tubing was freed through the soft tissue. The catheter was removed including the intrathecal portion of the catheter. The hcp noted there was likely a small retained portion in the flank. The new catheter was placed with the tip at t10 and there was good csf flow. The patient was admitted on (B)(6) 2023 and was discharged on (B)(6) 2023.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient receiving unknown medication via implanted infusion pump. It was reported that the previous catheters was removed because there is a hole. No further information was reported.

Manufacturer narrative:
Continuation of product ID 8711 lot# j0058142r implanted: (B)(6) 2001 explanted: (B)(6) 2023 product type catheter product ID 8596sc lot# serial# (B)(4) implanted: (B)(6) 2020 explanted: (B)(6) 2023 product type catheter product ID neu_unknown_cath lot# serial# (B)(4) implanted: (B)(6) 2007 explanted: (B)(6)2023 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8711, serial/lot #: (B)(4), ubd: 03-jan-2003, UDI#: (B)(4) ; product ID: 8596sc, serial/lot #: (B)(4), ubd: 18-oct-2020, UDI#: (B)(4); product ID: neu_unknown_cath, serial/lot #: (B)(4), ubd: 18-oct-2020, UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.